Event description:
The hcp reported the pt was complaining of no pain relief. A dye study showed some dye in i.t. Space, some outside space at spine. The distal catheter was explanted and replaced. "Titanium marker at end of catheter dislodged after explant." A follow up report will be sent when add'l info is received.

Manufacturer narrative:
Final device analysis results reveal metal pin detached from catheter tip.